Manufacturer narrative:
(B)(4). Results: stent torn. A visual assessment was performed on the returned polaris ultra ureteral stent and it was found that the suture hole was torn, the bladder pigtail was accordion/kinked, and the suture was not returned. A mandrel 0.038 inches was inserted through the stent and it passed properly without resistance. It is most likely that due to anatomical and/or procedural factors encountered during the procedure, the most probable root cause is "operational context". The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy with stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the polaris ultra stent would not advance over the wire in the ureter. They exchanged the wire, but still had the same problem. They used a stent with a smaller size to complete the procedure. Additionally, it was mentioned that there were no problems with the guidewires used and no visible damage noted on the stent prior to use. However, some kinks were noted on the stent after the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; stent ripped/torn.